Manufacturer narrative:
Correction to event in the initial MDR: the sample was run on a cobas c311 clinical chemistry analyzer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient tested on a cobas e 411 immunoassay analyzer. From the data provided, the potassium result was a reportable malfunction. The initial potassium result was 2.61 mmol/l. The erroneous result was released outside of the laboratory. Based on the initial result the patient was treated with both 0.9% nacl at 21:35 and 22:40 and kcl 20 meq/100 mol by IV at 21:45, 22:15, and 22:45. The customer exchanged the ise reference solution and the ise diluent. They calibrated the system and ran qc with acceptable results. The customer retested the same patient sample and a potassium result of 3.37 mmol/l was obtained. At 22:56 the corrected potassium result was reported. The following day, at 9:23 on (B)(6) -2018, the patient was discharged and sent home. There is no information provided to reasonably suggest the patient was adversely affected by the treatment received as the patient was discharged and sent home. The potassium electrode lot information was requested but was not provided. The field engineering specialist was unable to determine a root cause. He suspected that fibrin or something similar was aspirated by the sample probe. He found salt deposits on the reference electrode and on the acrylic blocks on both sides of the reference electrode. Waste buildup was noted between the acrylic block between the reference electrode and the pinch valve. He removed all electrodes and the pinch valve assembly and cleaned the affected areas. He performed ise primes and ise check testing with acceptable results. He ran precision testing with acceptable results. The customer calibrated the system and ran qc testing with acceptable results. Following the service visit, the customer has reported no further issues. The investigation is currently ongoing.